Manufacturer narrative:
(B)(4). The field service representative (fsr) will have to go onsite once cleared to provide service and retrieve epgs serial number.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the fraction of inspired oxygen (fio2) on the electronic patient gas system (epgs) was fluctuating during the case without user manipulation of the set point. The fio2 would change on occasion by 10% higher or lower than the previous set point. The device was not changed out, as the used for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 21-jul-2016: according to the perfusionist (ccp), the epgs calibrated successfully during set-up and preparation for cpb. During cpb, the ccp observed on a few occasions during the case that the fio2 would change up to +/- 10 % from previous set point without any user manipulation. For example, the set point could be at 70% and without any user manipulation, the set point might change to 60% or at another time to 80%. On all occasions, the fio2 could be adjusted back to the previous and desired set-point. According to the ccp, this behavior did not impact the ability to provide adequate oxygenation and this behavior did not impact the safety and/or health of the patient. The epgs was used for the completion of the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Per field service representative (fsr), the user facility's biomedical enginer (biomed) ordered an oxygen (o2) sensor and installed, which repaired the problem. The suspect o2 sensor was discarded by the biomed. The serial number was not captured, as the biomed did not think to capture it at the time of repair. No part will be returned to the manufacturer.

Manufacturer narrative:
The reported complaint was confirmed by the user facility's manufacturer trained biomedical engineer (biomed). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.